Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under warnings, number 1 states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components."

Event description:
It was reported that patient enrolled in clinical study underwent a unicompartmental knee arthroplasty on (B)(6) 2008. Subsequently, the patient was revised on (B)(6) 2010 due to pain. It was noted during the procedure there was bearing impingement anteriorly.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient enrolled in clinical study underwent a left unicompartmental knee arthroplasty on (B)(6) 2008. Subsequently, the patient was revised on (B)(6) 2010 due to pain. It was noted during the procedure there was bearing impingement anteriorly. Additional information received reported that during the revision procedure on (B)(6) 2008, patient was revised to a total knee system. Operative report notes that the femoral and tibial components were well fixed.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information and additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient enrolled in clinical study underwent a left unicompartmental knee arthroplasty on (B)(6) 2008. Subsequently, the patient was revised on (B)(6) 2010 due to pain. It was noted during the procedure there was bearing impingement anteriorly. Additional information received reported that during the revision procedure on (B)(6) 2010, patient was revised to a total knee system. Operative report notes that the femoral and tibial components were well fixed.